Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance the guidewire was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. The guidewire was not able to be fully inserted inside the lead due to blood at the tip of the lead. The cause of the reported event was due to clogged blood at the tip of the lead.